Manufacturer narrative:
A ge service rep performed an on site investigation. The system remains down. The MFR provided the customer a repair quote. The customer will f/u regarding repair approval. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 9600 system displayed a precharge error message. No pt injury was reported.